Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of difficult to disconnect could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) disconnection of device was difficult. There was no report of patient impact. The following information was provided by the initial reporter: syringes get stuck on the end and you're not able to take them off to say flush a med. The only way to do it is to grab a pair of hemostats and twist with a lot of force which results in small cracks in the tip of the tubing.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) disconnection of device was difficult. There was no report of patient impact. The following information was provided by the initial reporter: syringes get stuck on the end and you are not able to take them off to say flush a med. The only way to do it is to grab a pair of hemostats and twist with a lot of force, which results in small cracks in the tip of the tubing.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.